Event description:
A caller reported receiving a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the cgm error code did not reappear and the sensor session was successfully started.